Event description:
The customer alleged the pt had exited the bed through the gap between the intermediate rail and the footboard. The pt was found on floor deceased. The staff on duty during the event alleged that the bed exit alarm did not activate.

Manufacturer narrative:
The hill-rom technician tested the functions of the bed exit alarm system and of the siderails. The exit alarm system worked normally in several test activations. All 4 siderails latched, unlatched and rotated properly. He did note that the communication cable was not plugged into the nurse call system.